Event description:
Per the clinic, the patient experienced skin breakdown and subsequently was treated with 10 days of oral antibiotics and continued use of topical antibiotics. The issue has resolved.